Manufacturer narrative:
Manufacturing review: the lot met all release criteria. DHR was reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot in regards to the described problem. Investigation summary: one glidepath 14.5f 19cm catheter and tunneler were returned for evaluation. Gross visual and microscopic visual evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as the proximal end of the tunneler was detached from the rest of the tunneler and was stuck in the distal end of the catheter. Both break profiles appeared slightly jagged. Scratch/scoring marks consistent with instrument damage were observed on the distal segment of the tunneler. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. Labeling review: as this complaint has been found to be manufacturing/supplier related, a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) is not applicable. Product labeling would not have prevented this issue. (Expiry date (07/2020).

Event description:
It was reported that prior to procedure, the tip of the tunneler allegedly broke. It was further reported that a new device was used. There was no reported patient contact.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. Expiry date (07/2020).

Event description:
It was reported that prior to procedure, the tip of the tunneler allegedly broke. It was further reported that a new device was used. There was no reported patient contact.